Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened devices shows no outward signs of any damage. The devices were removed from the peel pouches and with some force all of the bag spikes released from the device. Reason for return was confirmed. Conclusion: the supplier batch of the reported lot number is 3000352. This vendor lot was manufactured before method improvement per scapa pr# (B)(4) (according to coc it was manufactured on jul 10th, 2020. Improvement was performed by supplier since lot 3000916 on nov 12th, 2020). This complaint is confirmed for detached membrane port. After evaluation this complaint was determined to be a supplier-related issue. Medtronic has notified the supplier and corrective actions on their end will be implemented if needed. Supplier (B)(4) confirmed to perform leak test from each lot (100%), therefore lot 3000352 is acceptable for mentioned test. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for the same failure mode were reviewed and showed 6 recurrences on ¿¿bag holding bare¿¿. All work orders affected by supplier lot 3000352 are not in medtronic facility and so far, the 96% of these have been fully consumed and used by customer, receiving a total of 11 complaints. The remaining units to be consumed are 515 (16 medtronic work orders) and so far, no complaints have been recorded for any of these work orders. According to the evidence provided on gch portal, for this event there was no blood-leaking in bags since the pictured and samples provided shows no traceable aspects of use on patient (see attachment 8 DHR sample review). Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Visual analysis: visual inspection of the unopened devices shows no outward signs of any damage. The devices were removed from the peel pouches and with some force all of the bag spikes released from the device. Conclusion: reason for return was confirmed. Units will be held in brooklyn park.